Event description:
A (B)(6) pt underwent nanoknife ire treatment for a cancer lesion located in the liver on (B)(6) 2011. During the treatment an adverse event was reported. Pt incurred minor sub-capsular hematoma; pt discharged normally on (B)(6) 2011.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No components of the system was returned to angiodynamics; therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents for this device it was determined that the device met all specs and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the reported sub-capsular hematoma could not be determined. A records review investigation showed no anomalies. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint # (B)(4).